Event description:
Event description guidant received information that this ventricular lead was damaged. The lead was damaged due to a stitch through the insulation. After it was implanted the thresholds began to rise. Later there was loss of ventricular capture.